Event description:
It was reported that the patient with this implantable lead had exhibited infection. A revision was performed and the crt-d, along with the right ventricular (rv) lead and implantable leads were explanted. No additional adverse patient effects were reported. This implantable lead was not returned for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).